Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced system oversensing. An invasive procedure was performed and the physician elected to replace the system. A new device and two new medtronic leads were implanted. The lead and device will be analyzed when returned.